Event description:
It was reported the atrial lead exhibited no sensing and no capture. The device was reprogrammed. X-rays were to be taken. The patient¿s condition is good.

Manufacturer narrative:
(B)(4).